Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a cori assisted right tkr surgery had been performed on (B)(6) 2024, the patient experienced loss of his range of motion due to arthrofibrosis. This adverse event was treated by manipulation under anesthesia on (B)(6) 2024. This event is currently resolving. Current health status of patient is unknown.

Manufacturer narrative:
Additional information: d10. H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical/medical investigation concluded that based on the limited information provided, the root cause of ae#1, right knee arthrofibrosis cannot be definitively concluded. However, we cannot rule out the planning or use of cori, as well as the patient¿s compliance with rehabilitation as likely contributory factors. The patient impact beyond the reported mua cannot be determined since the current health status of the patient is unknown and this adverse has not resolved. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. As with any surgical procedure, there is risk involved. Potential complications accompanying surgery may occur, including: allergic reaction (anaphylactic and minor), infection, mild to serious physical injury, localized static shock, delay in the operation, surgical site nerve injury, vascular injuries of the lower extremity, soft tissue damage, major bone gouging at the surgical site, bone fracture, immature implant failure, unstable knee joint, limited or restricted knee range of motion, major blunt impact injury, unintended laceration/puncture wound, and osteonecrosis. The risk review could not be completed as no sufficient information was provided that relates the specific failure mode to the device. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a post-operative complication. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H6 (health effect - clinical code and health effect - impact code).